Event description:
It was reported that a red alert was received from this implantable pacemaker, indicating that the device was operating in safety mode. Boston scientific technical services was contacted, and this information was provided to the monitoring healthcare facility. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.